Event description:
Additional information received reported the pipeline was positioned in a straight vessel segment when the failure to open occurred. There was no damage observed to the pipeline or the phenom catheter. Redeployment oof the pipeline was attempted but did not resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped-500-18, lot no:b467701 found no bent or kink with pushwire. The distal hypotube was stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was kinked at ~108.3cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of phenom catheter were measured to be within specifications. Catheter flushed water exited from catheter distal tip. For further examination, an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged locations. The pipeline flex pushwire and braid was removed from catheter lumen without any issues. Based on the analysis findings, the pipeline flex could not confirmed to have failure to open at distal as the distal and proximal ends of the pipeline flex braid were found fully opened and damaged. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (kinking); hypotube(stretching); pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when using ped to treat the aneurysm, the stent tip could not be opened. After several attempts, it still could not be opened. Then withdrew the system and found that the stent tip was stuck in the phenom27 tip. A new stent and catheter were replaced and the surgery was successful. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication.  The patient was undergoing surgery for ped treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 6.7mm and a 5.6mm neck diameter. The access vessel was the femoral artery with a diameter of 6.1mm. The landing zone was 3.56mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed blood vessels unobstructed.